Manufacturer narrative:
The customer elected to replace their glidescope spectrum smart cable. Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 24-mar-2017, and the one (1) year warranty period has expired. Due to the fact that there are no repairs available and the device is no longer under warranty, the customer was advised to replace the unit. The smart cable was not returned to verathon for evaluation, therefore the cause could not be conclusively determined at this time. The customer stated that the device would be sent into verathon for evaluation and disposal. Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure using a glidescope spectrum smart cable, the image would disappear intermittently when bent near the hdmi connector. The customer indicated the procedure was completed, but did not know if it was completed with this device or another. No use of a back up device was reported. In addition, no harm to the patient or the user was reported.